Manufacturer narrative:
The gluc3 reagent lot number was 67232801 with an expiration date of 31-jan-2024. The field service engineer (fse) found the sample probe was clotted. The fse replaced the sample probe and adjusted the rinse levels. The fse performed instrument checks and the customer performed qc successfully. Calibration was last performed on (B)(6) 2023 and was acceptable. Qc data provided was acceptable. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas c 503 analytical unit. The initial result was 15.4 mg/dl. The repeat result was 115 mg/dl. The sample was repeated as the result was "very low". The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.